Manufacturer narrative:
Submit date: 03/06/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the feeding bags were leaking at the connection of the bag to the tube. The customer reported that the tubing became disconnected near the magnetic rings.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The root cause and corrective actions could not be identified since the sample was not received for evaluation. This complaint will be used for tracking and trending purposes.